Event description:
It was stated that the customer was experiencing high blood glucose levels and getting no delivery alarms. The customer was unresponsive and vomiting. The customer's blood glucose levels were not responding to the boluses being delivered. The paramedics were called for assistance and the customer was hospitalized with a blood glucose reading of 657 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.